Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the monitor would not go into operate mode. The machine was turned off and on several times and it came back on and worked for the rest of the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.